Event description:
It was reported after the implantable neurostimulator (ins) was changed out, the voltage was backed down a bit but otherwise the settings were the same. It was noted they had a loss of therapeutic effect. When the stimulation was turned on within days of the replacement the patient had a loss of tremor control on their left side of body. It was noted the stimulation showed on when the therapy affect was lost. It was noted they felt a jolt or momentary paresthesia sensation when the stimulation was turned off as well and it had started when the ins was replaced. They started to have hemi-ballistic movements on their left side of body since the ins change out. The patient was seen on (B)(6) 2014 due to the issues and hemi-ballistic movements. The movements seemed contrived and the patient continued to have those movements on their left side of body after reprogramming. The patient had gone back again and was programmed to constant mode a few days later and it had helped for a few days but then the patient had the same issues again. It was stated the patient had emotional, functional tremor and that it was psychologically-based. It was noted the patient did not have a history of psych issues. The patient had it ¿in their head¿ that the old ins was perfect and it was the new ins that was an issue. On the day of report the hemi-ballistic movements did not occur any longer and the left side of their body ¿had more like their baseline tremors.¿ the patient began to have headaches as well. The patient¿s dog had jumped on them the other day and the dog¿s paw hit their ins and that was when the patient¿s tremor stopped. It was further reported the patient had not been seen for a follow-up but the manufacturer representative and the physician both thought the symptoms were due to a psychosomatic issue. It was noted it was a couple of days before the day of report when they were notified of the issue. It was noted the issues were thought to be only from the new ins and the patient would be ¿happy to have it taken out¿ and put the old ins back in. Additional information was requested but had not been received as of the date of this report.

Event description:
It was further reported there was a 50% or greater symptom reduction. No actions had to be taken because the issue resolved on its own. The cause of the event was not determined but it was possibly stress-related. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 64002, lot# n448267, implanted: (B)(6) 2014, product type: adapter; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3387-40, lot# j0546531v, implanted: (B)(6) 2006, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3387-40, lot# v000525, implanted: (B)(6) 2006, product type: lead. (B)(4).